Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, there was difficulty in advancing the device over the guidewire. A new prostyle device was advanced over the wire and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to insert guidewire could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a guide wire patency test was performed using a proxy 0.038-inch guide wire. The guide wire was advanced and removed through the entire sheath with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to insert guidewire could not be determined. Factors that contribute to difficult to insert the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot, patient artery anatomy variables). The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.